Event description:
It was reported that the atrial lead had high thresholds. It was also reported that there was oversensing on the ventricular lead, noise episodes, and the lead integrity alert triggered due to out of range impedances. The atrial lead was partially removed and capped. The ventricular lead was cut and extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.